Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for coronary heart disease. He followed the doctor's advice for venous blood collection and routine testing. When the vacuum blood collection tube was taken out for venous blood collection, it was found that the cap of the vacuum blood collection tube was damaged, gapped, and unusable. Immediately replaced another vacuum blood collection tube for use.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one-hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged shields as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged shields. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for moulding defect- short shots was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of moulding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of moulding defect- short shots. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for coronary heart disease. He followed the doctor's advice for venous blood collection and routine testing. When the vacuum blood collection tube was taken out for venous blood collection, it was found that the cap of the vacuum blood collection tube was damaged, gapped, and unusable. Immediately replaced another vacuum blood collection tube for use.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was discovered to be broken. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital for coronary heart disease. He followed the doctor's advice for venous blood collection and routine testing. When the vacuum blood collection tube was taken out for venous blood collection, it was found that the cap of the vacuum blood collection tube was damaged, gapped, and unusable. Immediately replaced another vacuum blood collection tube for use.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.